Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The unit was returned to service.

Event description:
The hospital reported an intermittent ventilation failure and a no o2 pressure alarm. There was no report of patient involvement.